Event description:
A customer reported experiencing fluid/air issues and the illuminator did not turn on prior to a vitrectomy procedure. There was no pt involvement. The case was completed with an alternate sys.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).